Event description:
It was reported that the patient had vns implant surgery, and the patient had a hard time coming out of anesthesia and was unable to breathe on his own. The patient had prior respiratory issues as well. The patient's device was not programmed on during the surgery. It was reported that the patient saw his neurologist about a week later, and the physician stated that the patient had vocal cord paralysis from the implant surgery. No further relevant information has been received to date.